Event description:
A rotaflow with an unknown serial number suddenly started to alarm and there was no flow. The rpm knob was adjusted but the pump was not running. A backflow of 0.18 lpm could be seen. The customer tried to take the rpm knob down to zero and up again, but the rotaflow drive unit did not start and the pump did not work. The unit was restarted and the rotaflow began to work as intended. (B)(4).

Manufacturer narrative:
(B)(4).